Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event no longer meets the reporting requirements stipulated in 21 cfr 803. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the health care professional (hcp) via the rep stating the cause of the replacement was determined to be end of service (eos). The cause of the inability to interrogate the ins was eos. The battery was replaced and the issue was resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for parkinsonian tremor and movement disorders. It was reported there was a replacement case and they were unable to interrogate an ins. No patient symptoms or further complications were reported as a result of this event.